Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; however, after further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the open book image on the insulin pump screen. Customer¿s blood glucose level was 171 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised that the insulin pump need to be replaced. Insulin pump will be returned for analysis.